Event description:
It was reported the burr became stuck in the lesion. A percutaneous coronary intervention was being performed using a rotapro 1.25mm for treatment. An independent wire technique was used to advance the rotawire beyond the lesion. On the third run of rotablation, the burr stalled and became stuck. Multiple attempts were made to dislodge the burr including attempting to restart the burr and pulling direct traction on the burr. However, the burr remained stuck. The burr was then cut from the advancer and a guide extension catheter was advanced down the vessel in an attempt to sheath the burr and use a push/pull technique to remove it. Secondary arterial access was obtained, and a second wire was advanced down the vessel. The burr remained stuck inside the lesion. Ballooning was then performed along with shockwave technique. These also were unsuccessful in freeing the burr from the lesion. The patient, who was hemodynamically stable, was then transferred for additional surgery in order to remove the stuck component. The device was removed during additional surgery, and the patient is expected to fully recover from this event.